Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider replaced the single board computer printed circuit board.

Event description:
It was reported that a ventilator display froze at the six picture screen during the power on self test and it could not be turned off. There was no patient involvement.